Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. Optic was clear, haptics were intact, no deficiencies were observed. We were unable to confirm the doctor's report of a cloudy lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
A report was received from an amo sales representative that he received an unidentified intraocular lens from an account. The lens was reportedly implanted 16 years ago and explanted on (B)(6)-2011. The reason was lens appeared cloudy. The exact implant date, model and serial number are not available.